Event description:
It was reported that a customer experienced a shattered touchscreen on their insulin pump, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was guided on how to store the pump and return it using a pre-paid label.